Manufacturer narrative:
Additional information was received that the cause of the patient's low back pain was unknown and was not related to lead migration.

Event description:
A report was received that the stimulation was causing patient's low back pain. It was noted that the patient had a car accident and the leads had migrated. The patient will undergo leads replacement procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70 serial #: (B)(4) description: linear st lead, 70 cm model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50 cm.

Event description:
A report was received that the stimulation was causing patient's low back pain. It was noted that the patient had a car accident and the leads had migrated. The patient will undergo leads replacement procedure.

Manufacturer narrative:
Additional information was received the patients cervical leads were explanted. The physician did not recommend paddle implant at this time. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the stimulation was causing patient's low back pain. It was noted that the patient had a car accident and the leads had migrated. The patient will undergo leads replacement procedure.

Event description:
A report was received that the stimulation was causing patient's low back pain. It was noted that the patient had a car accident and the leads had migrated. The patient will undergo leads replacement procedure.